Manufacturer narrative:
Immucor technical support used a remote electronic connection method on (B)(6) 2016 to assess the instrument test well image in question, which visually had red cell adherence. The immucor laboratory tested retention product on (B)(6) 2016, which performed as expected.

Event description:
On (B)(6) 2016, a customer site reported an unexpected negative antibody screen when using capture-r ready-screen (3) on a galileo echo instrument.